Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. It was alleged that the battery cap was unable to be removed from the pump. There was also reportedly evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings: a visual inspection of the pump showed that there was moisture in the display. No damage was observed to the pump. No damage to the case threads was observed. The pump failed a leak test in the display lens casing. The pump cover was opened and moisture was evident throughout the pump. The battery cap was returned and used for investigation. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.